Event description:
It was reported that when an asymptomatic patient presented for follow-up, non-sustained rv oversensing on ventricular channel was observed due to post-sensed t-wave oversensing. Programming changes were made.